Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device reset due to a memory bit flip was noted on the implantable pulse generator (ipg).  The patient was brought into clinic and the reset was cleared. The ipg remains in use.  No patient complications have been reported as a result of this event.